Manufacturer narrative:
(B)(4). Concomitant medical product: unknown mg ii femoral component, catalog #: unknown, lot #: unknown. Unknown mg ii tibial tray, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02643, 0001822565-2018-02645.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. No additional information is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Third-party radiographic inspection did not note obvious abnormality. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.